Manufacturer narrative:
Medical assessment of the event concluded the patient was under anticoagulation with warfarin for atrial fibrillation with a therapeutic inr range of 2.0 inr - 3.0 inr. The patient suffered a stroke on (B)(6) 2020. It is unknown whether the patient suffered an ischemic or hemorrhagic stroke. There was no laboratory to coaguchek meter results prior to the stroke. There were no meter results close to the date of the medical event. Per the initial reporter, the most recent inr result from the meter result was 3.1 inr, on (B)(6) 2020, 2 weeks prior which was slightly above the patient's therapeutic range. Therefore it unlikely the device caused or contributed to the medical event. The patient's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The patient was admitted to the hospital with a low inr. The patient's inr result while in the hospital was requested, but not provided. The patient suffered a stroke and the lower left quadrant of her brain was affected. The patient stated that leading up to the stroke she was sleeping and had taken some headache medication. When she woke up she still had a headache but could not remember her birthday so she went to the hospital. Customer states she was given lovenox while in the hospital and was prescribed two new medications: amiodarone hcl and atorvastatin. Warfarin was not adjusted prior to the stroke. The patient is currently in therapy to help her reading and memory. There were no physiological damages. Meter results on or around the date of the event were requested, but not provided. The patient's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
The customer's meter and test strips were returned for investigation and they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.1 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.